Manufacturer narrative:
Correction: imdrf annex f grid: f23. Imdrf annex a grid:a1405, a1415.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv had small air bubbles were seen flowing from the secondary tubing and backflowing into the primary bag. The following information was provided by the initial reporter: it was noted that after the pump was paused the secondary bag was still dripping and small air bubbles were seen flowing from the secondary tubing and backflowing into the primary bag.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv had small air bubbles were seen flowing from the secondary tubing and backflowing into the primary bag. The following information was provided by the initial reporter: it was noted that after the pump was paused the secondary bag was still dripping and small air bubbles were seen flowing from the secondary tubing and backflowing into the primary bag.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported by customer that "15 minutes after medication was hung that the bag was almost empty, and the medication was noted in the primary bag." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.